Event description:
Rn reported that feeding tube was leaking and appeared to have a hole in it when meds were flushed through it. Dietician pulled feeding tube back and pinhole at 65-70 cm which was inside of nose. Feeding tube was replaced with new tube.